Event description:
The customer's grandmother reported that her granddaughter "had three pods give her an abscess in her arms and leg which had to be treated with antibiotics from the doctor." No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed medication to treat the irritation.